Event description:
It was reported that the handpiece began leaking a grayish, black, oil substance during a lower impacted 3rd molar procedure, and some of the fluid leaked into the patient's mouth. The site was irrigated and suctioned, and it was reported that there was no any additional medication or treatment given at the time of the event or afterwards. The procedure was completed successfully with a backup device, and there were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted. It was reported that no continued treatment was required due to the leakage, and two weeks later, there was no infection in the patient from this event.